Manufacturer narrative:
The reported events were high pacing threshold, operation issue and lead damaged. As received, a complete lead was returned. The reported events of high pacing threshold and lead damaged were not confirmed. Electrical tests and x-ray examination of the lead were normal. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead had high capture threshold. The lead was unscrewed to reposition and was not successful, the physician believed the lead had damaged. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.